Event description:
Per the surgeon, the patient experienced skin overgrowth on the abutment. Treatment with topical steroids and antibiotics were unsuccessful. Subsequently, the patient underwent a procedure to remove the excess skin on (B)(6) 2020.